Event description:
It was reported that since implant, the right ventricular (rv) lead has exhibited high, but still in-range pacing impedance measurements (1800 ohms). However, the shock impedance measurements began gradually rising to reach 150 ohms. The physician subsequently elected to surgically explant and replace the device. The rv lead was surgically capped and a new rv lead was implanted to resolve the event. No additional adverse patient effects were reported. The device was disposed and will not be returned for evaluation. The rv lead remains implanted, but capped and out-of-service.